Manufacturer narrative:
The device was returned for analysis. The reported link separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The proglide device referenced in b5 is filed under a separate medwatch report number.h6: medical device problem code 3190 was removed.

Event description:
Revised event description per additional information received: it was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device and a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the prostyle failed due to a suture problem [link separation]. The prostyle was removed and replaced with a proglide. A guide separation occurred with the proglide and the device could not be removed from the vessel. A cut-down was done to remove the device. The separated guide (including a small portion of the guide) was pulled out. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with surgery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot broke and the device could not be removed from the vessel. A cut-down was done to remove the device. The separated foot was pulled out. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with surgery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. Additionally a prostye device was returned to abbott with a link separation. No additional information was provided.